Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the access port from a lap-band device was explanted because it was leaking. Pt reported a lack of restriction. The surgeon injected saline into the port and was not able to removal all of the saline injected and determined the port was leaking. F/u findings: health professional reported an alleged "abrasion on fascia side of port" and no diagnostic testing was conducted. A new port was implanted.